Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator alarmed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 21feb2019. The service engineer (se) inspected the device. The se replaced the central processing unit (cpu) board and a machine pressure sensor calibration data error code was generated after the cpu was replaced. The se then replaced the data acquisition board and the ventilator passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.